Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The handpiece device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device was generally dirty, oily, and corroded. It was noted that the device was ¿fouling¿. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, proper function of the triggers, incompatibility with lid of recon saw, free movement, falling out protection (steal rings), fitting of the lids, function of all modes, response of the on/off trigger, and leakage. It was noted in the service order that the device was ¿out of order¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.